Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colovideoscope device does not turn on and there was no image. The issue occurred during installation. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: d10, e4, h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: black image. Based on the results of the investigation, it is likely it will not turn on occurred due to black image. The most probable cause of black image traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.